Event description:
It was reported to philips that the device gave a remote alert indicating a memory failure, which can impact imaging. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips investigated this complaint. The issue reported was that there was remote alert of frontal image processing pc(ippc) had memory problem. A philips field service engineer (fse) inspected the system onsite and during troubleshooting replaced ippc. Fse also replaced the host pc to make it compatible with the latest replaced ippc. Part analysis of the replaced ippc and host pc did not identify any malfunction with them. After replacement of ippc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.